Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that due to the customer accidentally delivering too much insulin via a bolus, the customer had too much insulin in the body resulting in blood glucose (bg) becoming low. Bg value was unknown. The customer stopped consuming food and suspended insulin to raise bg. At the time of the reported event, bg levels were stable and insulin therapy had been resumed.